Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. A definitive root cause could not be determined; however, it is likely that surgical technique contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 23 mm valve was explanted one (1) day after the procedure due to a paravalvular leak due to an annular rupture. It was reported that the patient had required extensive debridement of the annular and subannular calcification. As reported, the patient was found to have a severe annular rupture at the aortic-mitral curtain level and was urgently reoperated on due to sudden hemodynamic deterioration approximately 8 hours after surgery. Upon inspection, the elite valve was only anchored at its other two knotted sites avoiding embolization. A 21 mm non-edwards valve was implanted in replacement. The repair technique of the annulus contributed to the reduction in size of the original valve size measured. After the procedure the patient was noted as to be fine, with a good postoperative course, discharged after pod #4.